Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2203802 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 6/7f mynxgrip vascular closure device (vcd), the sealant came out with it. Hemostasis was achieved by manual compression for less than 30 mins and there was no reported patient injury. The type of procedure the mynx was used in was a transfemoral cerebral angioplasty (tfca). The procedure used a retrograde approach. There was no damage to the device noticed prior to opening the package. The device stored and prepped per the instructions for use (IFU) and was opened in a sterile field. The device removed from the package as per instructions for use (IFU). The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The device was inspected prior to use and no anomalies were noted at the time. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when removing a 6/7f mynxgrip vasular closure device (vcd), the sealant came out with it. Hemostasis was achieved by manual compression or less than 30 mins and there was no reported patient injury. The type of procedure the mynx was used in was a transfemoral cerebral angioplasty (tfca). The procedure used a retrograde approach. There was no damage to the device noticed prior to opening the package. The device stored and prepped per the instructions for use (IFU) and was opened in a sterile field. The device removed from the package as per instructions for use (IFU). The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The device was inspected prior to use and no anomalies were noted at the time. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place while withdrawing the balloon catheter through the advancer tube lumen and/or a proper position of the tamping tube was not maintained during catheter removal, these elements could cause the sealant to be dislodged from the vessel wall. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, when removing a 6/7f mynxgrip vascular closure device (vcd), the sealant came out with it. Hemostasis was achieved by manual compression for less than 30 mins and there was no reported patient injury. The type of procedure the mynx was used in was a transfemoral cerebral angioplasty (tfca). The procedure used a retrograde approach. There was no damage to the device noticed prior to opening the package. The device stored and prepped per the instructions for use (IFU) and was opened in a sterile field. The device removed from the package as per instructions for use (IFU). The shuttle handle was not displaced. The sealant sleeve was not out of position. The sealant was not exposed during prep. The device was inspected prior to use and no anomalies were noted at the time. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant was observed on the catheter covering the balloon proximal tip abutting the distal tip of the advancer tube. The advancer tube was properly engaged with to the tamp lock as received. The sealant was not exposed to blood and the sealant sleeve was almost in its manufacturing position which indicates that the device may not have been completely inserted or shuttle down into an existing procedure sheath during the procedure. Yet, it is unknown if the device was manipulated after the procedure. The syringe was returned separately with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident, and no damages/anomalies were observed. The procedure sheath was not returned with the device. Per microscopic analysis, visual inspection at high magnification showed that the sealant was observed on the catheter covering the balloon proximal tip abutting the distal tip of the advancer tube not exposed to blood. A product history record (phr) review of lot f2203802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.